Event description:
It was reported to depuy acromed that two skull pins had shifted and had to be removed from the patient's halo. According to the complaintant, the torque limiting component of the pin set did not tighten the pins enough, subsequently causing the pins to move. The lot number is unknown the company is currently conducting an evaluation of the two returned skull pins.

Event description:
It was reported to depuy acromed that two skull pins had shifted and had to be removed from the patient's halo. According to the complaintant, the torque limiting component of the pin set did not tighten the pins enough, subsequently causing the pins to move. The lot number is unknown. A complaint history analysis was performed and no other complaints have been reported for this part number. A dimensional analysis was performed and the skull pins conformed to specifications. The drawing and device history record were reviewed and no discrepancies were found. A torque test was performed on the torque limiters using the asg torque testing meter. The torque limiters conformed to specifications. (8 in-lbs). The most likely cause of the event is poor bone interface during initial tightening of the skull pins. If the skull pins are not positioned correctly, adequate tightening to support the halo construct may not be achieved, and movement could occur. No further action is required.